Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included psychological trauma. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and tinnitus ("tinnitus (ringing in ears)") and underwent cholecystectomy ("I had my gallbladder removed also"). The patient was treated with wound care (hyst. (Full) and salping (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, fatigue, tinnitus and cholecystectomy outcome was unknown. The reporter considered back pain, cholecystectomy, fatigue and tinnitus to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media : ringing in ears, gallbladder removed. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received: new events added: I had my gallbladder removed also and reporter information were updated. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included psychological trauma. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and tinnitus ("tinnitus (ringing in ears)"). The patient was treated with wound care (hyst. (Full) and salping (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, fatigue and tinnitus outcome was unknown. The reporter considered back pain, fatigue and tinnitus to be related to essure. Most recent follow-up information incorporated above includes: on 30-aug-2019: reporter, patient demographics were added. Updated suspect drug indication. On 18-oct-2017, she explanted essure. Injury event was replaced with tinnitus (ringing in ears), fatigue, back pain and essure confirmation test not conducted. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.